Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A territory manager reported via phone call that the insulin pump had recurring no delivery alarms and failed the high pressure test. Blood glucose level on the day of the call was over 300 mg/dl, which was treated with a manual injection. The insulin pump was not replaced or returned for analysis.